Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl, at the time of incidence. Customer was using auto mode feature at the time of incidence. Customer was treated with manual injection for high blood glucose level. The center button of the insulin pump was not responding. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons functioning properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was programmed with a test guardian three link and a test plug. Device communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated to the programmed test values properly and displayed correctly on the display graph. Device entered auto mode without calibration or enter blood glucose errors. Device was monitored for a day while connected to the test sensor and plug. No auto mode anomaly noted during testing.